Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
The proximal trellis balloon ruptured during inflation. The balloon was prepped and tested outside the body without issue. Another trellis was opened to finish the procedure. Lytic had not yet been introduced when the balloon ruptured. A standard 4cc water saline mix was used and the balloon burst at 3cc¿s.

Manufacturer narrative:
Once the manufacture records become available a review will be conducted and a supplemental report will be submitted.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.